Manufacturer narrative:
Engineering investigation of this issue confirmed that the detector head would move uncommanded from the set position with the loss of the encoder pulse. The field engineer replaced the encoder cable restoring proper operation.

Event description:
It was reported that the site was preparing the scanner for a tomography study with the patient on the table when the head 2 detector moved uncommanded to its mechanical limit. The patient's arm was raised above their head and the detector head touched the patient arm. There was no injury reported.